Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was a result of the customer attempting a software update. During the update the connection got interrupted and resulted in the reported malfunction. Follow-up with the customer did confirm they were attempting to update software when a power issue occurred. The program software was re-installed to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to meet our requirements for submission based on intended use of the device.